Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance at a routine office visit. Followup with the treating physician revealed that no pt manipulation or trauma had occurred, and that x-rays did not show any lead discontinuities. However, the x-rays were not made available for the manufacturer to review. Full revision surgery was performed. Followup with the hospital revealed that the explanted lead was more than likely discarded and is not available to return to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.